Event description:
The flow slowly dropped despite increase in rpm. Flow had decreased to 3.5l/min - moved flow meter past arterial filter and found that flow distal to filter was 1.6l/min. Determined there was fault in the filter and the filter was clamped out and filter bypass line utilized. Flow was able to be increased to 4l/min but there was still abnormal resistance. The arterial filter was replaced and flow was routed through the filter again. The rest of the case went smoothly with no additional problems. The arterial line filter will be picked up by the medtronic rep for investigation. Dates of use: (B)(6). Diagnosis or reason for use: open heart surgery.